Manufacturer narrative:
Additional information: d.4. Lot # has been populated.

Event description:
It was reported that an aleutian tlif ii screw based distractor "will not easily slide" and keeps getting stuck intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that an aleutian tlif ii screw based distractor "will not easily slide" and keeps getting stuck intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual inspection: material wear was identified on the device among with discoloration around the securing screw and laser marking fading of. Functional inspection: the securing screw was loose and the distractor did not slide easily and was unstable. The device is no longer functional. Complaint history records were reviewed for this lot and no similar complaints were identified. The cause of the reported event in most likely normal wear and tear due to consistent use of the instrument throughout its lifetime.

Event description:
It was reported that an aleutian tlif ii screw based distractor "will not easily slide" and keeps getting stuck intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.